Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch ultra meter was reading inaccurately low. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the inaccuracy started between ¿4-5 pm on (B)(6) 2015¿. At this time the patient obtained a blood glucose result of ¿16.1 mmol/l¿ with the subject meter. The patient manages their diabetes by self-adjusting their insulin intake and in response to the ¿low¿ subject meter result they claimed to have eaten more food/drink at 3 am on (B)(6) 2015. The patient also stated that at this time they experienced the symptom of ¿vomiting¿. The patient went to the emergency room on (B)(6) 2015 at 4:30 pm and was treated by a healthcare professional (hcp). The patient was given ¿6 units of insulin¿ and later the same day, at ¿5:50 pm¿ they had a blood glucose test performed on a hcp¿s meter, with a result of ¿434 mg/dl¿ being obtained. At the time of troubleshooting the cca was able to confirm that the unit of measure had not been changed recently in the meter settings and the patient was not aware that the unit of measure was set incorrectly. The patient was unable to provide the meter serial number due to poor eyesight. The patient¿s products were replaced and requested for evaluation. The complaint is being reported since the patient took action based on the meter result, not realizing the meter was set to the incorrect unit of measurement. Additionally, the patient exhibited symptoms (vomiting) ¿3 days later¿ and was treated by a hcp in the emergency room for hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.